Manufacturer narrative:
The customer ordered a replacement footswitch. A visual assessment of the returned footswitch showed normal wear on the footswitch. The footswitch was tested and passed all testing. The customer reported intermittent footswitch was not confirmed or replicated. A review of complaints for the last 24 months did not indicate any additional related reports for this footswitch or its system. The root cause is unknown. (B)(4).

Event description:
A customer reported that the footswitch was working intermittently during a cataract extraction procedure. An alternate system was used to complete the case without harm to the patient. Additional information has been requested.